Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 25, 2023.

Manufacturer narrative:
Per the clinic, the infection was confirmed to be at the implant site and the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on august 15, 2023.